Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The wife of the patient alleges the device "gave off a very unpleasant odor". The patient slept for a few hours after the odor was noticed, and experienced a sore throat since that incident. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center and evaluated on 11/24/2023. During evaluation of the device, no foam particles were observed within the device assembly. There was dust/dirt contamination within the device. The device was scrapped.